Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) failed to change color, even after the device was fully removed. Although the guidewire loop was exposed as expected, the indicator window remained unchanged. Manual compression was applied to achieve hemostasis. No patient injury was reported. The device was being used to close the puncture site following a cerebral angiography procedure and a retrograde approach was used. After the blood return indicator ceased to show blood, the device was slowly retracted in accordance with standard procedural steps. The operator confirmed adherence to protocol. No visible signs of device or package damage were observed before use. The vessel diameter was confirmed to be at least 5 mm, with no nearby stent, stenosis, or previous closure within 30 days, and no pre-existing hematoma, fistula, or pseudoaneurysm. The non-cordis sheath introducer was connected without difficulty. The indicator wire cowling locked with an audible click, and pulsatile flow was observed. The exoseal vcd and sheath were retracted together until back-bleeding slowed. The physician did not place a thumb on the plug deployment button during retraction, and the indicator window did not change color. Upon removal, the indicator wire loop was visible with no anomalies. The affected device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) failed to change color, even after the device was fully removed. Although the guidewire loop was exposed as expected, the indicator window remained unchanged. Manual compression was applied to achieve hemostasis. No patient injury was reported. The device was being used to close the puncture site following a cerebral angiography procedure and a retrograde approach was used. After the blood return indicator ceased to show blood, the device was slowly retracted in accordance with standard procedural steps. The operator confirmed adherence to protocol. No visible signs of device or package damage were observed before use. The vessel diameter was confirmed to be at least 5 mm, with no nearby stent, stenosis, or previous closure within thirty days, and no pre-existing hematoma, fistula, or pseudoaneurysm. The non-cordis sheath introducer was connected without difficulty. The indicator wire cowling locked with an audible click, and pulsatile flow was observed. The exoseal vcd and sheath were retracted together until back-bleeding slowed. The physician did not place a thumb on the plug deployment button during retraction, and the indicator window did not change color. Upon removal, the indicator wire loop was visible with no anomalies. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed after the guard was locked. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, resulting in indicator wire retraction and plug deployment as expected. Additionally, the indicator window black, white and red position was obtained. A high magnification evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition and successful deployment during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard unlocked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.